Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer was failed and causing the entire system to shut down. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-JAN-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty controller board associated with drawer 3.1 was causing the station to fail to power on. The field service engineer (FSE) replaced the affected board and performed diagnostic testing in hardware test application. The system functioned as intended after the field service engineer repaired the device